Event description:
Pump was reported to overinfuse hyper-al on a nicu pt. It reportedly delivered 6 hrs worth of IV fluid in 40 mins. The level of fluid in the buretrol at 0000 was 34ml. The rate was set at 5.5 ml/hr. At 0040, the pump alarmed because of air in the tubing. Upon examination, the buretrol was empty and the pump said remaining volume 31.7ml with time remaining 5 hrs and 46 mins. No pt injury resulted.